Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in switzerland, on post-operative day (pod) 0, the patient had a complete atrioventricular (av) block and a permanent pacemaker was implanted (single-chamber ventricular pacing (vvi) with right ventricle (rv) lead in left bundle branch area pacing (lbbap)). Additionally, patient received a transfemoral transcatheter aortic valve implantation (tavi) 26mm sapien 3 ultra valve during the same procedure.